Event description:
Information received by medtronic indicated that the customer experienced low blood glucose. Customer had placed a battery in the pump and it won't come back on. The customer had a blood glucose of 15 mg/dl at the time of the event. It was unknown if the customer had any symptoms of low blood glucose. The customer had treated low blood glucose using glucagon, visit to emergency medical services (ems) and overnight hospitalization. Troubleshooting was performed for low blood glucose and blank display. The customer was using an insulin pump within 48 hours of the event. The automode feature was not activated at the time of the event. No further patient complications were reported. The customer will discontinue using the device. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. The pump powered up properly after the test battery was inserted. The pump was monitored for 4 days. No blank display noted during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see data pertaining to svn (B)(6) and event date 13-jan-2024 below. The customer was hospitalized for alleged hypoglycemia (low bgs) and blank display on (B)(6) 2024 on the primary svn (B)(6). There were 14 boluses listed on the event date 13-jan-2024 on the primary svn (B)(6). Please see the first 10 boluses below. (B)(6) 2024 13:01:45.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 115000 (11.5 u) bolusamountdelivered: 115000 (11.5 u) (B)(6) 2024 19:15:04.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1glucosecorrectionplusfoodbolus (8) normalbolusamountprogrammed: 67000 (6.7 u) bolusamountdelivered: 67000 (6.7 u) (B)(6) 2024 21:17:29.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) (B)(6) 2024 21:32:29.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) (B)(6) 2024 21:37:29.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) (B)(6) 2024 21:42:27.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) (B)(6) 2024 22:37:27.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) (B)(6) 2024 22:42:29.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) (B)(6) 2024 22:47:27.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) (B)(6) 2024 23:07:29.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u) there were no autosuspend (12) alarm noted in the pump history file. Please see the usersuspended (2) alarm noted on the event date 13-jan-2024 on the primary svn (B)(6). (B)(6) 2024 02:27:07.000 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2) (B)(6) 2024 on the primary svn (B)(6). Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 13-jan-2024 in the pump history file on the primary svn (B)(6). (B)(6) 2024 09:36:40.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2024 09:39:12.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2024 09:39:38.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2024 12:14:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal. (B)(6) 2024 12:24:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal. (B)(6) 2024 13:22:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal. (B)(6) 2024 13:32:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal. (B)(6) 2024 16:03:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2024 16:20:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) (B)(6) 2024 16:30:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) the insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Nodelivery (7) not confirmed. Lostsensor1alert (780) not confirmed. Please see data pertaining to svn (B)(6) and event date 03-jan-2024 below. There were 13 boluses listed on the event date 03-jan-2024 on svn (B)(6). Please see the first 10 boluses below. (B)(6) 2024 19:44:25.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) (B)(6) 2024 19:49:27.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u) (B)(6) 2024 19:54:27.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u) (B)(6) 2024 19:59:25.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) (B)(6) 2024 20:04:27.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) (B)(6) 2024 20:14:27.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u) (B)(6) 2024 20:19:27.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) (B)(6) 2024 20:24:25.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) (B)(6) 2024 20:29:25.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) (B)(6) 2024 20:39:25.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) there were no autosuspend (12) alarm noted in the pump history file. Please see the usersuspended (2) alarm noted on the event date 03-jan-2024 on svn (B)(6). (B)(6) 2024 21:52:21.000 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2) please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 03-jan-2024 in the pump history file on svn (B)(6) (B)(6) 2024 13:14:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2024 13:37:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) (B)(6) 2024 13:47:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) (B)(6) 2024 13:51:00.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104) (B)(6) 2024 15:06:13.000 batteryremoved (55) (B)(6) 2024 15:06:13.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2024 15:12:07.000 batteryinserted (44) the pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2024 4:01:56 pm. There was no power data available for the event date of 01/03/2024. Unable to check power data for low battery alert. Lostsensor1alert (780) not confirmed. Lowbatteryalert (104) unknown. On svn (B)(6) the customer was hospitalized for alleged low bgs (B)(6) 2023. Please see data pertaining to svn (B)(6) and event date 19-oct-2023 below. There was no data listed in october 2023 in the pump history file. Unable to verify bolus delivery, source of boluses delivered, and any alarms/suspends for event date 19-oct-2023 due to no data available on svn (B)(6). Unable to perform the history review 1 week prior to the event date 19-oct-2023 in the pump history file due to no data available on svn (B)(6) please see data pertaining to svn (B)(6) and event date 09-jan-2024 below. There were 245 boluses listed on the event date 09-jan-2024 in the pump history file on svn (B)(6). Please see the first 10 boluses below. (B)(6) 2024 00:04:39.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 2000 (0.2 u) bolusamountdelivered: 2000 (0.2 u) (B)(6) 2024 00:09:37.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u) (B)(6) 2024 00:14:35.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) (B)(6) 2024 00:19:35.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u) (B)(6) 2024 00:24:35.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u) (B)(6) 2024 00:29:35.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) (B)(6) 2024 00:34:39.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 2000 (0.2 u) bolusamountdelivered: 2000 (0.2 u) (B)(6) 2024 00:39:35.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) (B)(6) 2024 00:44:37.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 1750 (0.175 u) bolusamountdelivered: 1750 (0.175 u) (B)(6) 2024 00:49:35.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) there were no autosuspend (12) alarm noted in the pump history file. There were no usersuspended (2) alarm noted on the event date 09-jan-2024 in the pump history file on svn (B)(6) please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 09-jan-2024 in the pump history file on svn 000316849677. (B)(6) 2024 13:14:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2024 13:37:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) (B)(6) 2024 13:47:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) (B)(6) 2024 13:51:00.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104) (B)(6) 2024 15:06:13.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2024 15:12:07.000 batteryinserted (44) the pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2024 4:01:56 pm. There was no power data available for the event date of 01/03/2024. Unable to check power data for low battery alert. Lostsensor1alert (780) not confirmed. Lowbatteryalert (104) - unknown. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor and motor. The pump passed the functional testing. Unable to confirm alleged hypoglycemia (low bgs). Blank display was not observed during analysis and passed all required testing. Blank display not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.